Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable pacemaker was faulty. In addition, the patient experienced dizziness, lightheadedness and felt weak. This device was explanted and was returned for analysis. No additional adverse patient effects were reported.